Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a low battery alert of less than 1 week. The customer stated that the battery cover is damaged. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis did not confirm low battery alarm or a25 alarm triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. No low battery alarm was noted on long history file. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.